Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Initial surgery 2014. Revision because of fracture of screw on (B)(6) 2016.

Manufacturer narrative:
One (1) expedium si 5.5 top loading shank 7x40mm polyaxial screw [product code: 1797-12-740, lot no: arbb5j] was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the sample broke at the transition zone between the screw¿s polyaxial sphere and the screw shank. The fracture analysis reveals evident fatigue striations/progression lines that extent across the surface toward the potential crack termination site. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the polyaxial screw breaking postoperatively cannot be positively determined. However, the fracture analysis report reveals evident fatigue striations/progression lines that extent across the surface toward the potential crack termination site. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.